Event description:
The customer alleged that the doctor went to prescribe a medication ¿mycophenolate¿. When he could not find the medication in the intellispace critical care and anesthesia (icca) system, he prescribed it under ¿various instructions¿. Due to this, mycophenolate did not appear on the flowsheet (mar) and the medication was not given for 2 days. The customer noted that only drugs prescribed under "medications" are shown on the flowsheet. No adverse event occurred.